Event description:
The device was used to treat a patient who was reportedly in cardiac arrest. The device operator was asked to charge the defibrillator to 300 joules. The device operator pressed the charge button while 200 joules was selected and the defibrillator charged to 200 joules. The device began to sound the energy available tone and, while the device operator was attempting to internally dump the 200 joule charge, the shock button was pressed. Four other department staff personnel were in contact with either the patient or the patient's bed when the shock was delivered. All four individuals reportedly received shocks. Treatment to the pt was continued. All four were examined following the reported event and none of them were reportedly injured seriously. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the attending clinician's assessment of the patient's lack of viability.